Manufacturer narrative:
Concomitant medical products: 407645 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months after a generator change with an antibacterial absorbable envelope the patient developed an implantable cardioverter defibrillator (ICD) pocket infection. The patient experienced pain, swelling, and drainage from the pocket incision. The patient was admitted to the hospital and received intravenous antibiotics. The ICD system remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.